Event description:
The hospital reported that a stent angioplasty procedure was successfully completed on the patient for the known focal stenosis of the patient's left mca (middle cerebral artery). On the night following the patient's stent angioplasty, the patient developed aphasia and some right-sided weakness and was therefore re-scanned. The scan showed new infractions in the left corona radiata and right centrum semiovale. The hospital reported that these were thought to be secondary to microemboli and the patient was therefore placed on reopro for 24 hours in the intensive care unit (ICU). While on the reopro, the patient had some altered mental status which was concerning (for possible bleeding), thus the patient underwent an emergent computed tomography (CT) scan, which was negative for any evidence of hemorrhage. An electroencephalogram (eeg) was performed on the patient to evaluate the altered mental status. The eeg results showed some moderate diffuse left hemispheric focal cerebral dysfunction. The hospital reported that it was then explained that the patient had a history of prolonged altered mental status secondary to morphine in the past, so the morphine was disconnected. The hospital reported that the patient's altered mental status resolved. During hospitalization, the patient developed acute bronchitis and was started on antibiotics. The hospital reported the patient was doing well, was discharged five days after event date, and that the patient is in stable condition.

Manufacturer narrative:
The device in question could not be evaluated because it has been implanted and will not be returned. The device history record (DHR) on this batch was reviewed. The results showed that this device met all required specifications. A search in the complaint management database was performed and no other complaints on this batch have been reported. Based on the above facts and findings, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.